Event description:
Surgeon had a flexible ureteroscope in the patient's left ureter. He was using the holmium laser with a flexiva 200 fiber wire at settings 0.6/8. Doctor used this fiber wire for a few minutes and then removed it from the ureteroscope. Surgeon asked for a fiber stripper, which tech did not have available. Tech then opened a new flexiva 200 fiber wire. When surgeon re-entered the flexible ureteroscope, he realized a piece of the previous fiber was laying in the patient's left ureter with some injury to the wall of the ureter. Surgeon then decided to place a ureteral stent and leave the ureteral stone in place at that time. Because of the injury to the ureter and patient's urethral dilatation from this,surgeon did leave an 18-french foley catheter in and left patient on antibiotics, pain medicine, and ditropan for 4 to 5 days; and left the stent in for 4 to 6 weeks and will then plan to perform re-ureteroscopy.